Event description:
It was reported that the atrial lead needed to be replaced because of no capture and high impedance. The new atrial lead was placed and tested prior to being placed onto the existing pacemaker. Once the lead was connected to the existing pacemaker testing was conducted and the lead would not capture and impedance was very high. A new pacemaker was placed and the existing lead was tested with the new pacemaker and found to have good capture and good impedance. The new atrial lead was removed and the existing lead is now in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.